Manufacturer narrative:
The results of the investigation are inconclusive since the accessory was not available for evaluation. Based on the information received, the cause of the reported incident could not be determined.

Event description:
The patient reported exposed wires of the power supply cord. The power supply was replaced and there were no adverse consequences reported by the patient.